Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 790 mg/dl at the time of admission. Customer stated they were unable to lower their blood glucose prior to being hospitalized. The customer also stated the cause of their hospitalization was from diabetic ketoacidosis. Customer stated they spent four days in the hospital from their adverse event. The customer declined to troubleshoot for their insulin pump. No additional information provided.